Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was found that the bronchovideoscope failed angle inspection, and the charged coupled device unit was broken, leading to image problems. Based on the results of the investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the bronchovideoscope loses the image when the tip is turned upwards. There was no patient involvement.